Event description:
Technician reported that the brakes would engage but did not hold. He found this bed out of service and there were no reported injuries.

Manufacturer narrative:
Technician replaced the brake caster and the brakes functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability.